Event description:
Rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The patient underwent implantation of a rayner toric iol in 2012 and in (B)(6) 2013 returned to surgery to undergo descemet's stripping automated endothelial keratoplasty (dsaek) for pseudophakic bullous keratophy. The healthcare professional reports that 3 months post dsaek surgery the patient developed opacification of the iol. For further information please refer to rayner intraocular lenses ltd's MDR 9611165-2014-00004.